Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), as well as death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12-sep-2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The patient was found down at home. Though the cause of death was unclear, it was assumed to be multi-system organ failure. The patient had been experiencing increased right sided heart failure over the last 6 months which was believed to be progressive. No device related issues contributed to the patient's right heart failure. Adjustments were made to heart failure medications as an outpatient, most of which were diuretic adjustments. The patient was also experiencing liver congestion, renal insufficiency, progressive mentation decline, and activity intolerance. The device operated as expected.